Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: all buttons were under-responsive. The keypad cover was removed and contamination was observed under all contacts. Unrelated to the original complaint, the display screen was dim and discolored. In addition, the battery compartment was cracked in two places. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons required hard presses and required multiple button presses in order to get a response and were intermittently responsive. She stated that the issue has been occurring for a few months. The patient reportedly wore the pump in a case, attached to a belt and did not clean the pump. This complaint is being reported because of the alleged keypad issue.